Event description:
It was reported 30 minutes into a right hip replacement surgery, the patient's heart rate fell suddenly. Despite efforts to revive the patient, she died. The hospital has established possible causes of death as toxic reaction to the bone cement, fat embolism, pulmonary embolism.

Manufacturer narrative:
As the actual product involved in the event was not returned for evaluation, a retained sample from the same batch was pulled from inventory and evaluated by the supplier. This evaluation found the product met all applicable specifications. Additionally, a review of the manufacturing records for this batch did not identify any discrepancies. Based on these findings, it appears this event did not occur as a result of a manufacturing or material issue or nonconformance.